Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility and it was determined that the following implants/instruments are not compatible: vivace e dm bearing 28mmx46mm and delta ceramic head 28mm t1. The root cause of the reported issue is attributed to the bearing and ceramic head not being compatible, as stated in the product compatibility chart. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1158- delta cer fem hd 28/0mm t1- 3103812. Customer has indicated that the product will not be returned to zimmer biomet for investigation and the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, during initial reduction, the dm bearing disassociated from 28 ceramic head. They did not have another dm bearing, so they opened a new 28mm head and pressed the parts back together, implanted and reduced the hip. No additional information on the reported event is available.